Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10922r04, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from the healthcare provider (hcp) via a clinical study, regarding a female patient receiving intrathecal dilaudid 25.0mg.ml at 2mg/day and fentanyl 250.0mcg/ml at 20mcg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the during an examination on (B)(6) 2013, the patient was experiencing medication side effects. The dose was reduced 25% on (B)(6) 2013, specifically dilaudid was decreased to 1.501mg/day and fentanyl was decreased to 15.01mcg/day. The patient was having large post-void residual (urinary retention) and mild sedation, and noted it was possibly related to the drug/device/therapy. Additional medical or non-surgical therapy was noted as flomax device. The event resolved without sequelae on (B)(6) 2013. The severity was noted as mild and not serious. If additional information is received this report will be updated.